Event description:
It was reported by service report that the head end lift motor coupler was broken and the cpu's triacs failed. The head end lift motor was in the full up position and would not run in the down position. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.